Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the rv lead alerts were for high impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low impedance measurements and triggered the same alert a few months prior. The rv lead remains in use. No patient complications have been reported as a result of this event.